Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 20 x 2.50 promus premier stent was selected for use to treat the lesion. However, during preparation, it was noted that the hypotube was snapped between hub and the stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier, mr, 2.5x20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found that the midshaft was broken just distal (5mm) to the port site. It was also stretched along its entire length up to the midshaft/hypotube bond. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issue with the hypotube. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 20 x 2.50 promus premier¿ stent was selected for use to treat the lesion. However, during preparation, it was noted that the hypotube was snapped between hub and the stent. No patient complications were reported.